Manufacturer narrative:
D9: product received date 10/22/2024. H3: one device was returned for repair with complaint of air in line alarm. Visual evaluation found detached downstream occlusion (dso) seal and damaged ac connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test was performed and found defective air detector. The air detector was replaced. Occlusion test was used and found defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump triggered the air in line alarm. Per reporter, the pump turned on correctly, and the error occurred when the pump was connected to irrigation. The "air in line alarm" went off, and after this it showed, ¿unable to start the pump air in line." Per reporter, initially it had been purged and there was no air in line, and the pump did not detect the cassette. When the issue was detected, the pump was disconnected and another pump was used, therefore there was no patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.